Manufacturer narrative:
This report is based on information provided by a philips field service engineer (fse) and has been reviewed by the philips complaint handling team. Philips received a complaint regarding the heartstart xl, indicating that an xl cardioverter turns on but nothing appears on the display. There was reportedly no patient harm. The field service engineer (fse) assessed the equipment and found that it failed the tests. No troubleshooting was done since we confirmed that the device failed testing. The resolution to this problem was that the xl defibrillator had reached its end-of-life (eol) and could not be repaired due to the lack of available parts. Therefore, we informed the customer that no repairs could be done, and service could no longer be completed on the unit. Since troubleshooting was not conducted on the device, the cause of the reported issue could not be established. As a result, the reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity is s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was informed about the end of life terms, and the device still resides at the customer's site. It has been determined that no further action is necessary at this point. If additional information is received, the complaint file will be reopened.

Event description:
It was reported the device cardioverter turns on but nothing appears on the display. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.